Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b4, report date, of the initial medwatch report stated: 08/01/2025. Section b4, report date, of the initial medwatch report should have stated: 08/08/2025. Section g3, date received by mfg, of the initial medwatch report stated: 07/08/2025. Section g3, date received by mfg, of the initial medwatch report should have stated: 07/09/2025. New information for supplemental medwatch report 001 -- h6: ventec downloaded the device's electronic records (system logs) for analysis where it was confirmed that it had previously logged instances of low (zero) vte (exhaled tidal volume). Ventec also observed that the device had logged low inspiratory pressure and patient circuit disconnect alarms. Ventec then evaluated the device but was unable to duplicate the reported issues. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.